Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07164. It was reported that the patient was experiencing ineffective therapy as a result of high impedances on their leads. Surgical intervention was undertaken on (B)(6) 2023 in which the leads were explanted to address the issue.